Event description:
It was reported to tyco/kendall healthcare in 2006 that a customer had a problem with the kendall dual lumen PICC catheter. The customer alleges that "the PICC leaked one half cm from the butterfly stabilizing wing; no pt injury noted."